Event description:
Report received of an over-delivery of cardizem due to a programming error. A pt in the medical/surgical ICU was receiving a cardizem drip that was ordered to be infusing at 5mg/hour. It was reported that there was a "programming error" and the pump was programmed for 5mg/min. It was not known how long the medication was infusing at this rate. The pump was never isolated and there was no reported adverse pt event. Though requested, there was no further info available.